Manufacturer narrative:
This supplemental report is being submitted to provide a correction to previously submitted report. Corrected fields: h6, h11. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the following device components: air/water cylinder, suction cylinder, air/water tube, channel tube, and jet tube. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established.

Event description:
No new additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited contamination during set up. There was no patient involvement.

Manufacturer narrative:
Correction: b5 - describe event or problem this report is being supplemented to provide additional information based on the third-party testing, device evaluation and the complaint investigation. Despite good faith efforts being made, additional information was not able to be obtained. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 10 cfu, bacterial identification: rossellomorea sp. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.